Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera stack stopped working mid procedure - signal was lost, main screen switched off by itself and did not work when whole stack was restarted. It was confirmed that there was no patient injury, the procedure was prolonged for 30 minutes but successfully completed. It was also stated that there was an extended hospitalization.